Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent struts were bent. No patient complications nor injuries were reported.